Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in type ii-iii bone. A sinus lift augmentation procedure was performed at the time of surgery. An infection was involved in the event. The implant was removed on (B)(6) 2012 due to pain, swelling and infection. Medical history: no significant findings.